Event description:
It was reported that a primary infusion of ketamine infusion "500mg/10ml" was programmed to be delayed (using pump's delay option) and the tubing was connected to the patient's IV access. The clinician reportedly noticed that the patient was not responsive and when the physician arrived, it was found that the medication bag was "partially full" and approximately 80ml was infused in 20 minutes. The physician then disconnected the tubing from the patient. The event occurred on (B)(6) 2025 at 7:50am in (B)(6) unit (pacu). Per report, the patient had altered level of consciousness (loc), "however it was resolved within a short time." A report was received from (B)(6) program which states, "pt was connected to IV ketamine on a delay through the alaris machine. The machine malfunctioned and gave a bolus medication of approximately 80 ml in 20 min. Rn noticed pt was not responsive when md arrived and disconnected pt and noticed medication bag was partially full." Bd received additional information through due diligence attempts. It was reported that the tubing used was ref (B)(4). Per report, the clinician programmed the pump using the delay option and was set to delay for 9 hours, intending to start when the physician arrived. The total volume of the infusion was 250ml. When asked if there were additional medical interventions, if any, were provided to address the patient's altered level of consciousness, the clinician stated that they "tried to address the patient by calling out his name. I also ensured the spo2 was normal and vitals were stable. The patient stated he was feeling anxious and nauseous. I gave ondansetron scheduled, I think I gave gravol as well, and the patient's scheduled lorazepam. The scheduled meds were given before I connected the patient to the IV. No other symptoms were present." The clinician reported that when they realized that the patient received ketamine, they clamped the line immediately, and in 2-3 minutes the patient woke up and was responding appropriately. A+ox4 (alert and oriented to person, place, time, and situation)".

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over-infusion could not be confirmed through log analysis, and the issue could not be reproduced because the suspect devices were not returned for investigation. No suspect device was returned for this investigation; therefore, an external inspection could not be performed. A review of the pcu and pump module error logs, as well as the pcu battery log, could not be performed as the logs were not received. The log table below was collected to show the sequence of events for source pump module beginning on (B)(6) at 7:40 am when the ketamine infusion was programmed until the unit was channeled off. The user selected yes to ¿new patient?¿. The profile in use was identified as critical care. At 7:40 am a guardrails drugs infusion was programmed with the following parameters: drug ID: 336, med: ketamine cont (zsph pain pacu), drug amount: 250 mg, diluent volume: 250 ml, concentration: 1 mg/ml, rate: 30 ml/h, vtbi 250 ml, and a delay for: 9 hours. The infusion remained in standby mode. Then at 7:53 am the unit was channeled off. Additional infusions were programmed after this on the reported event date; however, none of them started because they were scheduled with a delay. Laboratory testing could not be performed; the incident device was not received for this investigation. Alaris system user manual (v 12.1) states the alaris system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the alaris system features, operation, and accessories prior to use. In addition, the manual states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Thee alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the over infusion was unable to be determined only based on the log review. The suspect devices were not returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a primary infusion of ketamine infusion "500mg/10ml" was programmed to be delayed (using pump's delay option) and the tubing was connected to the patient's IV access. The clinician reportedly noticed that the patient was not responsive and when the physician arrived, it was found that the medication bag was "partially full" and approximately 80ml was infused in 20 minutes. The physician then disconnected the tubing from the patient. The event occurred on (B)(6) 2025 at 7:50am in post anesthesia care unit (pacu). Per report, the patient had altered level of consciousness (loc), "however, it was resolved within a short time." A report was received from health canada's canada vigilance program which states, "pt was connected to IV ketamine on a delay through the alaris machine. The machine malfunctioned and gave a bolus medication of approximately 80 ml in 20 min. Rn noticed pt was not responsive when md arrived and disconnected pt and noticed medication bag was partially full." Bd received additional information through due diligence attempts. It was reported that the tubing used was ref 2420-0007. Per report, the clinician programmed the pump using the delay option and was set to delay for 9 hours, intending to start when the physician arrived. The total volume of the infusion was 250ml. When asked if there were additional medical interventions, if any, were provided to address the patient's altered level of consciousness, the clinician stated that they "tried to address the patient by calling out his name. I also ensured the spo2 was normal and vitals were stable. The patient stated he was feeling anxious and nauseous. I gave ondansetron scheduled, I think I gave gravol as well, and the patient's scheduled lorazepam. The scheduled meds were given before I connected the patient to the IV. No other symptoms were present." The clinician reported that when they realized that the patient received ketamine, they clamped the line immediately, and in 2-3 minutes the patient woke up and was responding appropriately. A+ox4 (alert and oriented to person, place, time, and situation)". Bd received additional information on 03 december 2025 from the physician at the facility. It was reported that the medication was "ordered to start at 30 mg/hr. And increase in increments of 10-20mg/hr. Each hour to a max of 80 mg/hr. Until a dose of 250 mg total was infused or a total duration of 6 hrs. Achieved, whichever comes first. In the end, the full bag of ketamine 250 mg was infused and the max rate actually delivered was 60 mg/hr." The total volume of the ketamine bag was 250ml, concentration was 1mg/ml. Per report, there were no additional medical interventions rendered, "nothing specific, only supportive care and time, along with disconnection of ketamine tubing from IV tubing. Patient was conscious within about 30 minutes." When asked if there were any other symptoms associated with the over-infusion of ketamine, the physician's response was "no". When asked about the patient's outcome, the response was "baseline state by 0815 hrs. (I found him unresponsive when I first met him at 0745 hr, and the pacu rn said he was normal loc when he first arrived in pacu)." Bd received additional information on 15 december 2025. It was reported that the facility's clinical engineering team performed their own investigation and stated "from our internal inspection of the pumps, we were unable to identify any faults with the equipment. However, since we did not receive the consumables involved, our review was limited to the event logs. Our technologist had compiled the attached summary of findings. Based on the logs, there was no infusion recorded between 8:41 am and 9:32 am on (B)(6). I also noticed a connection error at 8:21 am in the pcu logs, which appears related to the lvp logs showing incorrect dates. One event entry indicated ¿rds_connection_lost,¿ which may suggest the pump lost its wireless connection. At this time, we are unsure whether this would have impacted the lvp pump¿s operation."